Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing during an open procedure, a very small speck of the needle came off. There was no x-ray needed. They used another suture to complete the case. There was no patient injury.